Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt's mother reported that the pump was unresponsive.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-aug-019 with the following findings: during investigation, there was no call service alarm found in the pump history. There was no data in the pump history from the time of the reported alarm due to continued used. There was no alarms during testing. Unrelated to the original complaint, the display was found to be dim/discolored.